Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a reading under 260 mg/dl and his blood glucose has been over 600 mg/dl. Customer's current blood glucose is over 400 mg/dl. Customer has not had anything to eat and took 60 units through the night. Customer stated that they just reset the settings to increase the settings on friday. Customer has a follow-up appointment next week. Customer took a 20 unit bolus but stated that his blood glucose will still be high. Customer had to take shots last week to take his blood glucose down. Customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.